Manufacturer narrative:
Concomitant products: 6935m62, lead.

Event description:
It was reported that when the patient was in a standing position, the location of the lead was different from how it was originally positioned. There was no issue with the measurements of the lead. It was also noted that when the patient was in the dorsal position, there was no significant difference in the lead position. During the revision procedure, the physician commented that the tissues where the device was sutured was much softer than anticipated and were possibly of the mammary gland. The device pocket was separated to the fascia and then the device was securely fixed. The leads were noted to have slack added before the anchoring sleeves were sutured to the fascia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.